Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). As the device was not returned, an analysis investigation could not be performed.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: what were the indications for the surgery? Unsure. What surgical procedure was performed? Sigmoid colon resection. What was the pre and postoperative anti-coagulant and pain management protocol? Unsure. Did the patient receive any preoperative chemotherapy or radiation? Unsure. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? The surgeon fired the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unsure. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. Was the anastomosis under tension? Unsure. What confirmation was received that the device completed the firing sequence? Green check mark was visible. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Two 360 degree revolutions. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation? If so, please describe the shape and location. No. How was the post-op bleeding identified? Unsure. What was the total estimated blood loss (ml)? Unsure. Was a transfusion required? Unsure. How was the bleeding addressed? Unsure. What was the pre and postoperative anti-coagulant and pain management protocol? Unsure. Was the bleeding intraluminal or extraluminal? Intraluminal. Was a leak test performed in the initial surgery? If so, what type and what was the result? Yes, with colonoscope, no leak. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? It was identified in the operating room when the patient was brought back. What was observed at the site of the leak upon reoperation? Unsure. How was the leak addressed? The patient was diverted. Is the ileostomy temporary or permanent? Unsure. What is the current patient status? Unsure. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that this morning the doctor had a patient that experienced an anastomotic leak following a laparoscopic sigmoid resection on (B)(6). The patient was diabetic with a bmi of approximately 40-45. A cdh29p stapler was used and there were 2 complete, robust donuts that were inspected after the stapler was fired. Post op day 1 the patient experienced some rectal bleeding. The patient was experiencing a lot of pain and was administered narcotics post-operatively. On post op day 6 an anastomotic leak was identified, and a diverting ileostomy was performed. On post op day 8 a mucous fistula was performed. After the rectal bleed was identified, the patient stopped ambulating and stopped using the restroom to pass stool.